Event description:
Clinic notes dated (B)(6), 2012 were received which note that the patient has been stable since he was last seen on (B)(6) 2012. However, a lead test performed on this day indicated high impedance. The device was checked three times with the same results. Per the notes, the patient's parents are reluctant to have the patient undergo surgery as his seizures were not worse, and the physician agreed that it was unnecessary to have surgery at this time. Per hospital policy, the physicians cannot provide any additional information.

Event description:
Additional information was received which indicated that the patient was scheduled for surgery. The surgery took place on (B)(6) 2013. A system diagnostic test was performed on this day which showed high impedance, so the patient's lead was replaced. The explanted lead will be sent to the pathology department before being returned to the company. The lead has not yet been returned.

Event description:
The lead was returned on (B)(6) 2013 and is pending product analysis.

Event description:
The implant warranty card was received from the hospital medical records with the product information of the device. Product analysis on the explanted lead was completed and approved on (B)(4) 2013. Scanning electron microscopy images of one end of the positive coil show that pitting or electro-etching conditions have occurred on the coil. Due to metal dissolution the fracture mechanism of this end cannot be determined. Scanning electron microscopy images of the positive mating end show what appears to be wear (flat surfaces) on the coil strands resulting in reduction of the diameter of the quadfilar coil strands. The coil appearance suggests a stress-induced fracture has occurred in at least two strands at the reduced diameter region. Due to mechanical distortion (smoothed surfaces and/or surface contamination, the fracture mechanism of other strands cannot be determined. Abraded openings were noted on the outer tubing and in the inner tubing of the positive coil at the break location. The lead assembly has remnants of what appears to be dry body fluids inside the inner and the outer silicone tubing. No obvious point of entrance was noted other than the identified tubing openings and the end of the returned lead portion. Incisions in the silicone tubing of the lead were necessary to perform proper inspection of the lead coils. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear; explant related observations, no other anomalies were identified in the single returned lead portion.

Event description:
Review of manufacturing records confirmed that the lead met all final testing specifications prior to distribution.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead met all final testing specifications prior to distribution.